Manufacturer narrative:
Concomitant medical products: 3058 interstim, ipg, implanted: (B)(6) 2019, 3889-28 interstim, lead, (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rise in threshold and high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.